Event description:
Baxter reported, "a cap of connector line was so tight that priming process was not finished." No patient injury or medical intervention was associated with this incident per baxter.